Event description:
A malfunction was reported on a pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue recurred.